Manufacturer narrative:
Three devices were returned and evaluated. The evaluation results are as follows: three devices were received and evaluated for the complaint regarding the needle button released event. All three devices were received and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for these devices.

Event description:
The patient's doctor office reported that the needle button popped up while patient wore the v-go which caused patient to experience hyperglycemia. The patient stated the needle button popped back up after 2-3 hours of use. The patient did not accidentally press the needle release button. On a normal day the patients numbers are around 90-140 however on personal information (B)(6) 2021 his numbers were around the 280s.